Manufacturer narrative:
Although return was requested, device has been discarded.

Event description:
The customer reported that there are difficulties connecting the tubing with the prn adapter to administer the contrast. They flush the adapter with saline and remove the syringe but the adapter's clear chamber fills with blood and drips. There was no patient harm.